Event description:
It was reported that the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the software analyzer failed to initialize while attempting to do a functional test and that a "loss of communication" message came up when attempting to run a systems test. The analyzer was replaced and will be sent on for repair. Concomitant product: product ID 2067l radiofrequency programmer head. (B)(4).